Event description:
The customer reported image blackouts. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found faulty pins on the interconnect connector. This MDR is related to ge healthcare complaint.